Manufacturer narrative:
(B)(4).

Event description:
Patient's school nurse contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. The patient's school nurse did not report any injury or medical intervention.